Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal system's battery was only charging to 70%. Customer not sure if the unit was properly charged. The user facility's biomedical engineer (biomed) was going to charge the unit overnight and call back with status. The overnight charge did not resolve the issue. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.